Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center had no image with 180 scopes only. The issue was found during preparation for a diagnostic procedure (colonoscopy). There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific root cause of the phenomenon "images were not displayed" could not be identified with the information received. Olympus will continue to monitor field performance for this device.

Event description:
The customer switched to two different scopes and tried a different pigtail. The procedure was delayed the sedated patient was moved to a different procedure room. No error messages that may have been observed because of the failure.